Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock of the infusion set tubing. There was no impact to blood glucose. Reportedly, the customer resumed insulin delivery.